Manufacturer narrative:
One biosure regenesorb 8x30mm screw reported on. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without physical evaluation. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity include: 1. Adherence to the instructions for use recommendations. 2. Use of other than recommended prep instrument size or types. 3. Getting entangled with other instruments or devices. 4. Stripping or over-torque. 5. Damaged prep instruments. 6. Unexpected bone density/condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Per instructions for use: ¿use of a driver other than the appropriate biosure driver may result in breakage of the screw. Breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly. Inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result. Failure to fully seat the screw may result in breakage of the screw. The biosure tap is recommended for use with bone-tendon-bone grafts prior to inserting the interference screw. Complaint search revealed no other related complaints for the history of this production lot. Final product met specifications upon release to distribution.

Event description:
It was reported that during the surgery the screw was inserted as per normal. Upon checking, many little pieces of the broken screw were found. All the pieces were removed using forceps. A backup device was available to complete the procedure with no delay or patient injuries.